Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported seeing a broken wire on the maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported broken wire. However for clarification, the product problem was a broken pitch cable. Based on this clarification, the complaint was confirmed. The pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed in clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.